Manufacturer narrative:
(B)(4). The actual sample was not returned; however, the customer provided one video for analysis. The complaint of extension line leak during use was able to be confirmed by the video. The solution leaked from the catheter extension line, adjacent to the luer hub. A complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not apply excessive force in placing or removing catheter. Failure to do so can result in catheter breakage. If placement or withdrawal cannot be easily accomplished, an x-ray should be obtained and further consultation requested." Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Customer complaint reports "leaking at hub". The catheter was inserted on 06sep2022. The catheter was removed and replaced with a new catheter. No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
Customer complaint reports "leaking at hub". The catheter was inserted on (B)(6) 2022. The catheter was removed and replaced with a new catheter. No patient harm was reported. The patient's condition is reported as fine.